Event description:
It was reported that the patient developed a hematoma, the location of the hematoma is unknown, the patient also experienced a seizure the day following the implant procedure. The patient underwent a procedure to reduce the size of the hematoma. Per the physician the event is not related to the device, and no device issues were identified, and it is unclear if it is related to the procedure. The patient is in the ICU, intensive care unit. No other information was provided.